Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 ¿ m2a cup ¿ 954240, 139252 ¿ m2a magnum taper insert ¿ 955280, 11-103204 ¿ taperloc femoral stem ¿ 388770. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10577, 0001825034-2018-10578, 0001825034-2018-10580.

Event description:
It was reported patient underwent a hip revision approximately 9 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 9 years post implantation due to metallosis, elevated metal ion levels, and pseudotumor. During the surgery, cobalt in the blood was at 80 of unknown units, the cup and head components were removed and replaced and the stem was found to be well fixed therefore remains implanted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes stating that the patient underwent a revision surgery due to elevated metal ion levels, metallosis and pseudotumor. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.